Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic acidosis on (B)(6) 2019 and insulin pump had blank display. The customer¿s blood glucose level at time of incident was 511 mg/dl, the current blood glucose level was 141 mg/dl. The customer was treated with manual injection using syringe. Customer reports the following symptoms related to their high blood glucose like difficulty breathing, abdominal pain, vomiting and dizzy. Troubleshooting was assisted. The insulin pump will not be returned for analysis.